Manufacturer narrative:
The service engineer (se) replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed

Event description:
It was reported that, while in use on a patient, a 980 ventilator battery expired and the device shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation: the battery was returned for failure investigation. The part was visually inspected with no distortion or damage observed that may have affected the function. The battery was functionally tested. The fault was isolated to a hardware short circuit with the battery. Additionally, the battery was manufactured in the 29th week of 2014, indicating that the battery was past its shelf-life at the time of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.